Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device remains implanted.

Event description:
It was reported by the sales representative that a patient was showing symptoms of an infection near the surgical site of a custom cranial implant. The implant was not removed. A procedure was performed in order to treat the infection.